Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump was damaged with intermittent power and moisture ingress in the cartridge compartment. The patient had a blood glucose of 377mg/dl with excessive thirst and urination, blurred vision, and unspecified ketones. Patient required no unusual treatment. Patient denies any concurrent of illness or conditions. This complaint is being reported as the patient experienced hyperglycemia, and the power issue could have interrupted insulin delivery.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/27/2017 with the following findings: review of the pump¿s black box indicated an unexplained rebooting event occurred on (B)(6) 2016 at 11:57; the date and time were set to (B)(6) 2016 00:00. Basal deliveries continued until another rebooting event occurred on (B)(6) 2016 at 13:00; the date and time were changed to (B)(6) 2016, 13:25. The total daily dose history appears to be inaccurate due to user time and date changes. A battery compartment crack was observed. No moisture was observed with the battery compartment. Leak testing failed at the battery compartment crack. The battery cap threads were undamaged. The battery cap contact height was within specification; the contact width was out of specification. The cap was able to secure to the pump without a power issue. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, a pump case crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.